Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. During the explant of this left ventricular lead, it fractured and a portion remained lodged within the right atrium. The following day the rest of the lead was ultimately extracted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.